Event description:
It was reported that the patient received a vibratory alert for low lead impedance. One low measurement occurred on (B)(6) the patient was electrocuted while performing his job as an electrician. The physician opted to continue monitoring the lead as the patient has not received further vibratory alerts.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.